Event description:
Approx 45 mins into procedure, the catheter was showing default on the screen. After removing grounding pad, an area of burn was observed on mid-back. First and second degree burn on mid-back under grounding pad.